Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in fields d10, g4, g7, h2, h3, h6, and h10/h11. 4307- intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. The customer reported complaint was reproduced during failure analysis. Additional findings found during evaluation: error 23025 was observed along axis 1 during evaluation. During evaluation, the opto button pads and the gimbal grip pads were found to be worn out. Error 23025 was observed along axis 5 during evaluation. Based on the additional information obtained, this complaint remains a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure converted or aborted. Although there was no patient harm reported, if the failure were to recur, it could cause or contribute to an adverse event.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced based on the field evaluation. The field engineer (fse) reseated the mtmr, but it did not resolve the issue. The fse swapped the remote arm controller (rac) on the surgeon side cart (ssc), but the error still was coming in the mtmr. The fse replaced the mtmr and the system was tested and verified as ready for use. Mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeons' left hand (mtml) and one to the right (mtmr). Isi has not received the mtmr involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the system had non recoverable error 25588 on the master tool manipulator right (mtmr). The technical service engineer (tse) checked the logs and found that errors 25588 & 25551 were showing on the mtmr. The customer performed a hard power cycle and the system was booted up with the same errors. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information. The ports were placed and since the site could not recover the fault after a power cycle, the procedure was converted to a laparoscopic procedure. There was no reported injury to the patient.